Event description:
Per literature review, it was reported that: in this single-center study at the kokura memorial hospital, japan, 230 patients treated for symptomatic recurrent atrial fibrillation (af) using catheter ablation between april 2018 and april 2021 were included. Patients had previously undergone multiple ablation sessions, with at least two sessions prior to the current study. A 20-pole catheter was inserted into the right jugular vein. Proximal electrodes were positioned along the superior vena cava (svc) and crista terminalis, and the distal electrodes were placed in the coronary sinus. Furthermore, a 10-pole catheter was positioned along the his bundle in the right ventricle. If af continued, intracardiac defibrillation was initiated to terminate it. After performing the standard transseptal puncture, an intellamap orion catheter was used to perform atrial mapping. During ablation, a 4.5-mm open irrigated-tip ablation catheter intellanav mifi standard curve was selected for use. In patients with pv reconnection, pv electrical gaps were ablated. Radiofrequency ablation was delivered at 20-30 w, and an esophageal temperature probe was inserted to monitor the power delivered to the left atrial posterior wall. The entrance and exit blocks were confirmed using a circular mapping catheter. The endpoint of the ablation was defined as the absence of inducible non-pv foci during repeat induction using the same protocol as before the ablation. Post ablation, the treated surface area was quantified using an automated feature within the rhythmia system. The ablation technique showed a promising decrease in the recurrence rate of atrial tachyarrhythmia in patients with recurrent af during a 1-year follow-up, compared to a variety of conventional ablation techniques. Procedure-related complications occurred; during the follow-up period, one patient experienced permanent sick sinus syndrome after sinus conversion. Transvenous pacemaker implantation was performed for symptomatic sick sinus syndrome. Furthermore, one patient from experienced transient sick sinus syndrome. Cardiac tamponade also occurred in two patients which did not require surgical repair. Lastly, a patient also experienced esophageal vagal nerve injury. Hirokami, j., nagashima, m., fukunaga, m., korai, k., sadohara, y., kaimi, r., takeo, a., niu, h., ando, k., & hiroshima, k. (2023). A novel ablation strategy for recurrent atrial fibrillation: fractionated signal area in the atrial muscle ablation 1-year follow-up. Journal of cardiovascular electrophysiology, 34(12), 2461-2471. Https://doi.org/10.1111/jce.16047.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.